Event description:
Reportedly, the poly surgiclip opened from the vein which was used as a coronary artery bypass graft. This happened after approximately 6 hours and 12 hours post-operatively. Each time the patient was re-operated on due to a cardiac tamponade. There was no problem during the application, all the clips closed properly, however at the time of re-operation, the clips were found opened. After second re-operation all clips were replaced with another kind of clip.